Event description:
The customer reported having high and low blood glucose. Troubleshooting was performed. The time on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed the high pressure test twice, and the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.